Event description:
A customer contacted beckman coulter inc. (Bec) and reported a leak at the probe of their coulter act diff analyzer. The volume of the leak was about half ml. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No injury or exposure was reported.

Manufacturer narrative:
Service was not dispatched because the issue was resolved by troubleshooting with bec cts (customer technical support) over the phone. Cts instructed the customer to remove the probe wipe block. The customer found that the probe wipe was clogged with blood residue. Cts had the customer clean the probe wipe and replace it. The instrument was then running without any leaks. The cause of the leak was that the probe wipe was clogged with blood residue. (B)(4).